Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the high-resolution stereo viewer (hrsv) monitor. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The high-resolution stereo viewer (hrsv) monitor was returned for failure analysis, and the reported failure was replicated. The monitor was installed into xi test system and powered up on surgeon side cart (ssc) with no video in left eye. Error logs revealed an error 119, console hrsv low current.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the left high resolution stereo viewer (hrsv-l) on the surgeon side console (ssc) displayed no image. The customer did a power cycle with no change. The touch screen on the vision tower had both left and right eye selections. The doctor was working with one eye. The customer elected not to perform a power cycle and moved the blue cables between the ssc and the patient side cart (psc) to see if this was a blue fiber cable issue. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon continued the procedure using the same dv system. The site did perform a hard power cycle with no change.